Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported by clinical affairs that a patient was diagnosed with aortic stenosis of an implanted edwards bioprosthetic heart valve after an implant duration of approximately 10 years, and underwent an implant of a transcatheter valve inside the stenotic one (valve in valve). Patient is reported in stable condition following the procedure.